Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22421. It was reported that an ipg and lead were implanted with no complications. However, postoperative diagnostics indicated high impedance readings. Imaging revealed the lead appeared to be partially backed out of the ipg header. Patient was taken back to surgery and the physician reinserted the lead into the ipg header and tightened the set screw, but the lead was still able to be pulled out. The ipg was removed and another implanted, however the lead was again still able to be pulled out. Lead and ipg were tested with an extension and still pulled out. Lead was explanted and new lead used to complete the procedure with no issues.

Manufacturer narrative:
The reported allegation the lead could not be secured inside the ipg¿s header was confirmed. The lead was returned missing the terminal end electrode which was found in the header of the accompanying ipg. This missing terminal electrode would prevent the lead from being properly inserted and secured inside the header of the ipg. These conditions would cause misalignment of the contacts which would contribute to the high impedance observed during the procedure. This would also explain why the lead could be easily pulled from the ports of the ipg. The terminal electrode being broken off is consistent with the lead being pulled from the ipg with the setscrew still engaged. The root cause of the issue could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.